Manufacturer narrative:
Device passed the displacement test. Device received with cracked reservoir tube lip and cracked case reservoir tube lip noted. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir area had crack. Customer¿s blood glucose was 197 mg/dl. Customer stated that reservoir was not able to lock in place when inserted into the insulin pump. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.